Manufacturer narrative:
Com: (B)(4). Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute integrity drug-eluting stent to treat a lesion. After balloon dilitation, the stent failed to cross the lesion. Positioning difficulties were encountered by the physician. After that they used another balloon bigger than the first one. Before putting the stent on the wire, it was noted that the stent had a defect. It was reported that the stent was explanted 2 days post implantation, but no reason was given for this. There was no consequence or serious injury to the patient.

Manufacturer narrative:
Additional information: confirmation was received from the account that the stent was never used or implanted. The device was inspected before use and it was reported that the stent was noted to be deformed in vitro with protrusions present on the stent. If information is provided in the future, a supplemental report will be issued.